Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to noise. Noise was first noticed by clinician on (B)(6) 2019, lead was capped on (B)(6) 2019. No adverse patient events were reported.